Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is reported due to a single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 3-4. There was challenging anatomy including systolic anterior motion of the mitral valve, a small mitral valve area and small atrium. One mitraclip was successfully implanted, reducing the mr to trace. On (B)(6) 2022, a follow-up echocardiogram was performed. A single leaflet device attachment (slda) was observed with the implanted mitraclip. Reportedly, the clip had detached from the posterior leaflet, while remaining attached to the anterior leaflet, along with some posterior chordae they had not known was implanted with the clip. The slda was deemed due to patient anatomy. On (B)(6) 2022, another clip procedure was performed as treatment. An xtw mitraclip was successfully implanted, with great results and an mr reduction from grade 3 to trace. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) was due to patient morphology/pathology. A cause for the entrapment of device (clip caught on posterior chordae) cannot be determined. The recurrent mr appears to be due to procedural condition of the slda. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Corrected to 02/16/2022.